Event description:
It was reported that there was high impedance, oversensing demonstrated by high short interval counter, inappropriate shocks, and a coil fracture. The lead was explanted. No patient complications were reported as a result of this event.